Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site. No treatment information was provided. Pod was previously reported for a hazard alarm.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be leaking through the nail head, causing corrosion, insufficient batteries and data loss. Without the device data, it cannot be determined whether the device alarmed or if the internal leak contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.